Event description:
The customer stated that he was unresponsive, so his wife called the paramedics. The customer stated that he was then taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. It was found that the insulin pump was programmed and reading the reservoir volume correctly. It was found that a bolus had been delivered during the night that the customer did not remember programming. It was explained to the customer how to lock the keypad so that boluses cannot be accidently delivered while sleeping. The customer stated that he had been doing more physical activity than usual during the week leading to the event. The customer also stated that the attending doctor advised that his blood glucose target be adjusted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.